Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a valve issue is unconfirmed since the problem could not be reproduced. The returned product was one 4 fr powerpicc solo catheter and a product label with lot: reds3909. The catheter extended up to the 47 cm depth marker. A microscopic observation revealed no apparent damage to the solo valve. No evidence of residual material contributing to the malfunction of the valve was observed. The catheter was flushed with water using a 12 ml syringe. The catheter was patent to infusion and aspiration. Since no functional issues were observed during testing of the sample, the complaint could not be confirmed. A lot history review (lhr) of reds3909 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valve wouldn't work unless they put the wire back into the valve. 12/6/2019- additional information from facility stated, "placed in left basilic vein, one attempt, easily inserted. PICC was tested prior to insertion with tray set up able to flush and aspirate prior to insertion. Placed PICC easily on one attempt, easily inserted, flushed easily, sherlock tracked it into the svc and confirmed correct placement per ECG, (blood did come back as note in the external part of PICC, and after PICC in place and guidewire removed, flushed easily but unable to aspirate, pulled out to 10 cm, still not able to aspirate, changed caps, flushed total of 10 ml x 10 different positioning of patient, to no avail, unable to aspirate back any blood, reinserted guidewire through the external valve and went only in about 6 cm and blood came back while guide wire was still in. But once wire was removed, again to no avail , PICC would not aspirate back. Repeated this again, only able to aspirate when I put guidewire back into the PICC and once past the external valve blood came back. The guidewire was removed and then unable to aspirate blood back. PICC remove, had to restick patient and then able to place new PICC easily, went same pathway, able to verify again with ECG in proper position and able to flush and aspirate back the whole time. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3909 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the valve wouldn¿t work unless they put the wire back into the valve. 12/6/2019- additional information from facility stated, "placed in left basilic vein, one attempt, easily inserted. PICC was tested prior to insertion with tray set up able to flush and aspirate prior to insertion. Placed PICC easily on one attempt, easily inserted, flushed easily, sherlock tracked it into the svc and confirmed correct placement per ECG, (blood did come back as note in the external part of PICC, and after PICC in place and guidewire removed, flushed easily but unable to aspirate, pulled out to 10 cm, still not able to aspirate, changed caps, flushed total of 10 ml x 10 different positioning of patient, to no avail, unable to aspirate back any blood, reinserted guidewire through the external valve and went only in about 6 cm and blood came back while guide wire was still in. But once wire was removed, again to no avail , PICC would not aspirate back. Repeated this again, only able to aspirate when I put guidewire back into the PICC and once past the external valve blood came back. The guidewire was removed and then unable to aspirate blood back. PICC remove, had to restick patient and then able to place new PICC easily, went same pathway, able to verify again with ECG in proper position and able to flush and aspirate back the whole time. "